Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that when she was pressing and holding the act button to fill the tubing, she received the alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.